Manufacturer narrative:
Concomitant medical products: product ID: 3387-40, lot#: j0320163v, implanted: (B)(6) 2007, product type: lead. Product ID: 37601, serial#: (B)(4), product type: implantable neurostimulator. Product ID: 3387-40, serial/lot #: (B)(4), ubd: 15-apr-2007, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
February 04, 2019 (B)(4) (con): it was reported that the patient told the rep on (B)(6) that they had intermittent zinging on their left side that felt like a bee sting. They said it had been going on for years. They thought it was the extensions, however, they were replaced at the last battery change and the issue persisted. The initial impedance summary screen listed contacts 9 and 11 in red, but the report only listed contact 9 in bipolar as low. Monopolar lists contacts 9 at 501 and 11 as 500. New extensions were placed, but it was unclear whether the lead was tested when the extensions were replaced and showed impedance issues. During the ins change the surgeon wiped off everything and reinserted the extensions. However, the impedance issues matched the readings with the previous ins. The issue wasn't resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating this issue has been ongoing for several years through several inss. The impedance issues were the same for the old and new ins. The rep stated it seemed like the next step was a lead revision, however ultimately, this would be a decision the doctor would make.